Manufacturer narrative:
The customer¿s report that the ¿smartsite gland opening is oval instead of round which caused a leak and that the bag access device is bent¿ was confirmed via visual inspection. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the bag access devices were slightly bent at the smartsite component. Visual inspection also confirmed that the smartsite valve is oval in shape instead of round. Functional testing was performed the bag access device leaked from the oval shaped smartsite. Further functional testing was not performed as the customers report was confirmed. The root cause of the oval shaped smartsite and bent bag access device could not be determined.

Event description:
It was reported by the customer that the blue gland ("dot") on the smartsite located at the distal end of the bag spike device was oval instead of round, which caused a leak when connected to an unknown product referred to as a "pigtail". It was reported that in addition to the oval shape to the smartsite, the spike of the bag access device was bent at an angle, when it was supposed to be straight. It was later reported that the devices were used for chemotherapy infusions. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Patient information was requested, but not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the blue gland ("dot") on the smartsite located at the distal end of the bag spike device was oval instead of round, which caused a leak when connected to an unknown product referred as a "pigtail" . It was reported that in addition to the oval shape to the smartsite, the spike of the bag access device was bent at an angle, when it was supposed to be straight. It was later reported that the devices were used for chemotherapy infusions. Although requested, information regarding patient impact were not provided.